Event description:
It was reported the pt had not recharged the ipg for six months, and the charging system would not communicate with the ipg. The pt reported he had issues with the charging system locating the ipg previously reported to sjm. There was no previous issue in the device manufacturer's system. A replacement charging system was sent to the pt. Follow up identified the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.